Event description:
Event description guidant received information that, 42 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) was explanted. There was expressed concern regarding this device's battery longevity.